Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that after device repair, the same alarms for power error and expiratory flowmeter error were generated. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the dc/dc & standard connectors printed circuit board (pcb), the plug-and-play back-plane pcb and the expiratory channel pcb were replaced and returned for investigation. Visual inspection of the returned pc boards found that the plug-and-play back-plane pcb was dusty. The dc/dc & standard connectors control pcb was replaced during first visit, where after the problem reoccurred. Therefore the conclusion is that this part is faultless. All three returned parts were tested in a reference ventilator. The reported alarm for power error and expiratory flowmeter error were not reproduced during test. No alarms were generated during ventilation, nor any deviation during pre-use check. The device logs are confirming the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer ref. #(B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).